Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid on the outer tubing overlay, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, the lead could not be implanted due to the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.